Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made and device remains implanted.

Event description:
New information received notes that an incident of post-paced t-wave oversensing was observed again. Additional programming changes were made.